Event description:
It was reported that the pt got a staph infection after his ins implant in (B)(6) 2010. As a result of the infection, the pt had his implant removed and was waiting to get a newer system implanted.

Manufacturer narrative:
(B)(4).